Manufacturer narrative:
The device passed inspection on the dielectric tester before being sterilized and passed visual inspection prior to shipping. It is unknown how the insulation was damaged.

Event description:
Patient received a burn on the lip.